Event description:
It was reported the right atrial lead perforated through the lateral wall of the atrium a few days after implant. As result of the perforation, there was a large pericardial hematoma. The patient is reported to have died. The cause of death has been requested and not received. It was later reported the patient had been admitted to the hospital (B)(6)2010 with "the suspicion of a right ventricular perforation (non medtronic lead). The patient is reported to have died (B)(6)2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the right atrial lead perforated through the lateral wall of the atrium a few days after implant. As result of the perforation, there was a large pericardial hematoma. The patient is reported to have died. The cause of death has been requested and not received.